Event description:
On june 22, 2008 the lay user/reporter contacted lifescan (lfs) alleging that a onetouch ultra meter would not power on. The complaint is based on the csr's documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt reported a power issue with the subject meter in 2008, at around 7:15pm. As a result of the reported meter issue, the pt mentioned that she took her usual dose of novolog 14 units. The pt typically tests her blood sugar three times a day and manages her diabetes with a fixed amount of insulin. Sometime after the alleged issue, the pt claimed that she developed symptoms of "nervousness and sweaty". It was unk when after the issue she had developed these symptoms. It would have been helpful to know if these symptoms had developed before or after taking her usual dose of insulin. It would also be helpful to know if she would take her usual dose of diabetes medications regardless of whether the meter had worked or not. There was no mentioning of any medical interventions or treatments as a result of the reported symptoms. The correct test strips were used at the time of testing. The battery was replaced according to the owner's manual. This was not a new out of box product and there was no trauma upon the meter. The meter failed to power on when the power button was pressed and when the test strip was inserted all the way into the test strip port. This complaint is being reported due to the following conclusions: the alleged power issue was not resolved with troubleshooting. The pt's reported symptoms of "sweaty" can be associated with hypoglycemia and it reportedly developed after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.